Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead passed away on (B)(6) 2025. Interrogation of the device in the mortuary revealed it had declared code 1004, indicative of shocking into a shorted circuit. A memory dump was performed, and device data was forwarded to boston scientific technical services (ts) for review. On the date of the patient's passing, multiple episodes were stored in the device's memory. The first episode noted the patient was being paced at the lower rate limit of atrial tachycardia response, with some intrinsic complexes present, when a sudden onset of a ventricular arrhythmia of around 215 beats per minute occurred. This arrhythmia could have been atrial fibrillation with rapid ventricular response as the rhythm appeared to be correlated 1:1. The arrythmia was declared in the vt-zone and a burst of anti-tachycardia pacing (atp) was provided by the system. The atp delivered did not appear normal, causing speculation it was not properly capturing and instead accelerated the arrythmia into the vf-zone. A 41 joule shock was then delivered; however, this shock was not effective at converting the patient back to a sinus rhythm. The shock impedance measurements at the time of shock delivery were noted to be out of range and less than 20 ohms, causing the declaration of code 1004. After the declaration of the code, no further high voltage therapy remained available for the patient. Two further episodes stored later the same day showed a flat atrial channel indicating the patient had passed. In total, it was noted the implanted system attempted 313 times to convert the patient. While the rv lead was suspected to have been damaged, this could not be confirmed as the lead was cut and remains in situ. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead passed away on (B)(6) 2025. Interrogation of the device in the mortuary revealed it had declared code 1004, indicative of shocking into a shorted circuit. A memory dump was performed, and device data was forwarded to boston scientific technical services (ts) for review. On the date of the patient's passing, multiple episodes were stored in the device's memory. The first episode noted the patient was being paced at the lower rate limit of atrial tachycardia response, with some intrinsic complexes present, when a sudden onset of a ventricular arrhythmia of around 215 beats per minute occurred. This arrhythmia could have been atrial fibrillation with rapid ventricular response as the rhythm appeared to be correlated 1:1. The arrythmia was declared in the vt-zone and a burst of anti-tachycardia pacing (atp) was provided by the system. The atp delivered did not appear normal, causing speculation it was not properly capturing and instead accelerated the arrythmia into the vf-zone. A 41 joule shock was then delivered; however, this shock was not effective at converting the patient back to a sinus rhythm. The shock impedance measurements at the time of shock delivery were noted to be out of range and less than 20 ohms, causing the declaration of code 1004. After the declaration of the code, no further high voltage therapy remained available for the patient. Two further episodes stored later the same day showed a flat atrial channel indicating the patient had passed. In total, it was noted the implanted system attempted 313 times to convert the patient. While the rv lead was suspected to have been damaged, this could not be confirmed as the lead was cut and remains in situ. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific (bsc) concludes the allegations made against this lead could not be confirmed through product analysis. Only the proximal portion of the lead was returned, and analysis of this segment did not reveal any abnormalities outside the bounds of normal medical use. The unable to exclude device problem conclusion was selected as the implanted system was confirmed to have declared code 1004, indicative of shocking into a shorted circuit. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received, severed approximately 51 millimeters from the terminal end, with only the proximal segment being returned. Besides being severed, visual inspection of the returned segment did not reveal any abnormalities and setscrew marks were noted in the correct location of the terminal pin. Electrical continuity testing was performed on the returned segment, which passed, indicating the conductors were intact and no fractures were present. Based on testing of the returned segment, analysis was unable to confirm the allegations made against the lead in the field. However, the ICD this lead was implanted with was confirmed to have declared code 1004, indicative of shocking into a shorted circuit. This indicates a possible issue with this lead while implanted, however without an entire lead body returned, a determinative cause cannot be established. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unable to exclude device problem investigation conclusion was selected based on the analysis of a portion of lead returned to bsc. While analysis of the returned lead segment found no evidence of anomalies outside the bounds of normal medical use, the ICD this lead was implanted with had declared code 1004, indicative of shocking into a shorted circuit. This indicates a possible issue with this lead while implanted, however this shorted lead condition cannot be confirmed by analysis, as only the proximal portion was returned and not the entire lead body.